Manufacturer narrative:
Failure analysis noted that the pump had blank display due to broken solder joint on the interface board. They were unable to verify the test failure alarm due to the blank display. The pump had scratched display window, cracked display window corners and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 3.6mmol/l. The customer stated that the pump was not working. The pump alarmed test failure and she was able to clear it. The pump was prompting to rewind which she did and then got a blank display. The display came back after 10 minutes but the pump was stuck in the prime loop and the insulin started squirting out. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The device was returned for analysis.